Event description:
During a supraventricular tachycardia procedure, flow was not properly running through the contact force catheter. The catheter was replaced which did not resolve the flow issue. The pump was replaced and the procedure was completed with non consequences to the patient. The device exchanges caused a delay in procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number of the device was unavailable. Based on the information received, the cause of the reported flow issues and subsequent delay remains unknown.